Manufacturer narrative:
Date of event is estimated. Reporter phone number:(B)(6).

Event description:
Related manufacturer reference number: 1627487-2023-04797. It was reported that the patient's ipg was inoperable and extension showing high impedances. In turn, surgical intervention was undertaken wherein the ipg and extension were explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested and passed all testing.